Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that the sheath was leaking from the hemostatic valve. The sheath was exchanged and the procedure was completed successfully with no patient complications. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.

Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that the sheath was leaking from the hemostatic valve. The sheath was exchanged and the procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. The sheath was returned with the dilator fully inserted into it. Due to the nature of the sterilization process the valve was dry and when the dilator was pulled out the valve was affected. An uncontrolled tear on the surface of the outer slit was present and leaks were observed. The sheath did not pass standard manufacturing testing in the pressure decay test; visible bubbles in the flush line during aspiration through various speeds were seen. Liquid was dripping from the proximal end while pressurized at 5.5 psi in hemostasis testing. The reported observation was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.